Event description:
It was reported that during the implant procedure, after the helix was deployed, the lead had migrated back slightly. Later that day, it was found that the lv lead dislodged and migrated into the coronary sinus. The lead was turned off when the physician discovered that it was dislodged and approximately seven weeks later the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted there was tissue in the helix. If information is provided in the future, a supplemental report will be issued.